Manufacturer narrative:
Migration was observed following the implantation of this biotronik device. Therefore, the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were reviewed. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.

Event description:
A period of time after implantation (unknown date), the patient showed up in the emergency department because the device was exposed. The emergency room physician pulled it out and closed the pocket. Should additional information become available, this file will be updated.